Event description:
Rubber seal from teleflex medical taut introducer dislodged during insertion of taut catheter and pushed into abdomen. Noticed immediately by surgeon and retrieved from abdomen with grasper.